Manufacturer narrative:
External insulation abrasion was noted at 5.0-5.5cm and 5.7-5.9cm from the connector pin and 44.7-44.9cm, 46.7-46.9cm, and 47.3-47.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 43.5-44.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier for low, out of range, high voltage lead impedance measurements. Upon x-ray, a fracture was suspected. The lead was explanted and no further complications with the patient.